Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was obtained stating lead extracted due to a dislodgement presented.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.